Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with broken belt clips lot. Unit received with cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarm and moisture damage to the insulin pump were also reported. Customer's blood glucose level at the time 70 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.